Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 9 bd luer-lok¿ syringes had visible silicone droplets in them, and 12 syringes had incomplete scale markings. All defects were found in lot# 8303672 before use. This complaint was created to capture the first of two related incidents. The following information was provided by the initial reporter, translated from dutch to english: "9 syringes with visible silicone drops. 4 syringes with incomplete scale, rejected. 8 syringes with incomplete scale, not-rejected".

Event description:
It was reported that 9 bd luer-lok¿ syringes had visible silicone droplets in them, and 12 syringes had incomplete scale markings. All defects were found in lot# 8303672 before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: " 9 syringes with visible silicone drops, 4 syringes with incomplete scale, rejected, 8 syringes with incomplete scale, not-rejected."

Manufacturer narrative:
The following fields were updated due to additional information: d10 device available for eval yes, returned to manufacturer on: 2020-06-11. H6. Investigation summary: twenty-one loose 1ml syringes were received and evaluated. It was observed four of the syringes had at least one printed item missing more that 50%, which were rejectable per product specification. Eight of the syringes had a minor degree of missing print with no single item missing more than 50%, which were acceptable per product specification. All twenty-one syringes were observed to the have the normal and expected amount of silicone per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8303672 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 8303672 is considered in compliance with our product specification requirements. H3 other text : see h10.